Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased sodium result was generated on the architect c16000 system. An initial result of 116 mmol/l retested at 136 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. A search by product lot number for other tickets similar to the current complaint issue found two tickets and the tracking and trending report review determined that there are no related trends. Manufacturing documentation was reviewed and did not identify any issues with the complaint lot. Return testing was not completed as returns were not available. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.